Manufacturer narrative:
Correction: h6 (rfr, ime, imf, fdd) additional information: g3 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot# n3k2361y) sigphandle, sig power sigphandle handle (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bariatric sleeve procedure, the surgeon began stapling with the power stapler. When the surgeon felt resistance in the tissue, the surgeon stopped stapling to check that he had not stapled the probe into the stomach. After this initial check, the surgeon continued stapling. The signal slowly weakened due to the tissue being of level 2 thickness. When the surgeon completed the stapling, it was noticed that the staple formation was not as expected. At this point, the surgeon performed a sub re-suture in this part of the stapling, which took about 15 minutes. It was noticed that the staple line was bleeding.

Manufacturer narrative:
Correction: b5 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bariatric sleeve procedure, the surgeon began stapling with the power stapler. When the surgeon felt resistance in the tissue, the surgeon stopped stapling to check that he had not stapled the probe into the stomach. After this initial check, the surgeon continued stapling. The signal slowly weakened due to the tissue being of level two thickness. When the surgeon completed the stapling, it was noticed that the staple formation was not as expected. The staple line was incomplete proximally. At this point, the surgeon performed a subresuture in this part of the stapling, which took about 15 minutes. It was noticed that the staple line was bleeding.